Manufacturer narrative:
The device was returned for analysis, and the reported activation failure and mechanical jam were unable to be confirmed due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint handling database identified similar incidents from this lot. Further investigation was initiated to investigate an increase in the absolute pro ll complaint rate for deployment related issues. The investigation found the deployment related issues to be associated with manufacturing causes resulting in an increase in frictional force between components (the outer member and I-beam) that interact during the stent deployment.

Event description:
It was reported the procedure was to treat a lesion in the highly calcified right superficial femoral artery (sfa). The 6.0x120mm absolute pro ll self expanding stent system (ses) was advanced to the target lesion over a 0.018 guide wire and deployment attempted however the stent deployed approximately 4-5cm when the thumbwheel stopped turning. The handle was broken open and the stent manually deployed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017: failure to follow steps / instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.